Event description:
The unicel dxc 600i synchron access clinical system generated false ise (ion selective electrode) patient results for sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) with low anion gaps. The customer indicated ten (10) erroneous results were released out of the laboratory. Quality control (qc) was within specification prior to the event. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse observed the modular chemistry (mc) sample syringe valve leaked during operation. The failure mode was identified as defective mc sample syringe t-valve. The fse replaced the mc sample syringe t-valve to resolve the issue. The fse performed system verification successfully without further issues. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).